Event description:
A surgeon reports a haptic detached from the intraocular lens (iol) following insertion. The surgeon decided to leave the iol in place. During the follow-up examination, the pt complainted of diplopia. Upon examination, decentration of the iol was observed. A lens exchange was performed nine days following the initial surgery. Symptoms resolved following the lens exchange and the patient has had a good outcome.